Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie pockets were unable to write and create cubie memory error. A field service engineer (fse) found that half height cubie drawer 3.1 was experiencing read or write failures with multiple cubies. The controller board, drawer board, and row board cable were replaced. The drawer was then tested in hardware test application and in the application and functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, three pockets in the same drawer were unable to write or create cubie memory. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.